Event description:
This rv lead was implanted on (B)(6) 1997 and was explanted on (B)(6) 2011. During device change out, the ventricular lead was prepped with a locking stylet but the helical screw would not retract. The physician was dr. (B)(6) at (B)(6) clinic foundation in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).